Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
.

Manufacturer narrative:
The associated device was not returned. Our investigation included a review of the manufacturing records for the one lot number provided. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for this lot did not reveal any prior complaints. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.